Event description:
The reporter stated that she had received several er1 messages on her meter while blood glucose testing. She did not have symptoms of high or low blood glucose, but her confirmation dot sometimes turned black. It was discovered that she was using one touch normal control solution instead of surestep control solution.